Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone a procedure and a magnet was not utilized. Noise was observed on both channels which was oversensed resulting in greater than two of pacing inhibition. The system remains in service and no adverse patient effects were reported.